Manufacturer narrative:
At this time, no additional information is available and records indicate that this lead remains in-service. If additional informaiton becomes available, this report will be udpated.

Manufacturer narrative:
Additional information was received indicating this lead was explanted and replaced with another manufacturer's lead. No adverse patient effects were reported due to the explant procedure. The lead has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that lead impedance measurements of greater than 2000 ohms and loss of capture were observed on this right ventricular defibrillation lead, despite maximus device outputs. No adverse patient effects were observed. It was reported that therapy delivery continued in the left ventricle.